Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The damaged main keypad was identified during the visual inspection. The cause of the condition was not determined. To correct the condition, the membrane switch panel was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged main keypad. No additional information is available.